Event description:
The customer's mother reported that the insulin pump alarmed no delivery. Customer's blood glucose was 503 mg/dl. Customer was treated for high blood glucose with a shot. Troubleshooting was done. Customer was able to complete the priming. The insulin pump was working as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)